Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the drawer failed and was unable to open. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-apr-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 7 in the auxiliary full-height cubie drawer had a bad slide. A field service engineer replaced the slide rail and verified that the drawer was functioning properly. Additionally, the 4-tower door was making a clicking sound and replaced the latch assembly, and both the drawer and the tower were tested and confirmed to be operating correctly. The system functioned as intended after the field service engineer repaired the device.